Manufacturer narrative:
The investigation has been completed and the reported issues were verified. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 447 mg/dl. During troubleshooting it was found that the pump time was inaccurate. Reportedly, the customer forgot to adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. In addition, it was reported that the customer received an occlusion alarm. Customer changed out their cartridge and infusion set and were able to successfully resume insulin delivery.